Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, the patient changed her tandem pump site, dexcom sensor (inserted into the abdomen) and transmitter at 11:30 pm and went to bed. After the 2-hour warm-up, the cgm displayed 285 mg/dl and her pump administered a correction dose. At 4:30 am, the patient went to the bathroom and on the way, passed out and hit her head when she fell. Her partner assisted her get back into bed and the patient noted her cgm value was 85 mg/dl followed by 64 mg/dl. The patient alleged her initial cgm value after the 2-hour warm-up was higher than her actual bg and the pump overcorrected for an inaccurate value. There was no documentation of any medical intervention or treatment provided by her partner. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.